Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Further information indicated the atrial lead continued to exhibit oversensing and no reprogramming took place. The lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead was oversensing. There was no reprogramming done and the lead remains in use. No patient complications were reported as a result of this event. The patient is enrolled in the (B)(4) study.